Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that approximately seven years following a cataract extraction with intraocular lens (iol) implant procedure, a patient experienced a decrease in vision reported as "significant" and functional discomfort linked to posterior opacification reported as "very significant." Additional information has been requested but not received.